Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. It was unable to perform displacement, rewind, basic occlusion, occlusion, and prime, excessive no delivery test and verify no delivery alarm due to button keypad anomaly. Unit received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels have been between 300mg/dl and 400mg/dl. The customer states they have been treating with manual injections. The customer states they were not sure if the pump was delivering insulin and had received button errors. The customer was advised that button errors would halt the insulin delivery. The customer was advised the pump would be replaced and returned for analysis.